Manufacturer narrative:
(B)(4).

Event description:
This rv leads thresholds and impedances rose after implant and stabilized with a programmed output of 7.0@1.5ms. The physician never took an xray and decided to monitor the lead. Years later the physician chose to explant the system and noted that the helix for this rv lead and the ra lead were not extended. Once extracted the physician tried to exercise the helixs of both leads and was unable. It was speculated that the original implanting physician over torqued both leads and both helixs retracted and broke shortly after implant.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these damages resulted from the extraction procedure. Blood penetrated the lead in the cut area. In addition, signs of abrasion were found along the lead body. However, the insulation was intact. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. No damages of the fixation helix were detected. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.